Event description:
It was reported that the patient received inappropriate shocks due to suspected lead failure approx. 82 months after the implantation. The lead tip was also found to be not well fixed. The lead was fixated properly and remains active. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the reported clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.